Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of a glaucoma filtration device, the device was unable to be released. A backup device was used to complete the procedure.

Manufacturer narrative:
A customer reported "unable to release shunt". The sample was received and investigated: the sample was returned in an open secondary package. The sample included an eds, a pouch, a shunt in a plastic vial, IFU and labels. The eds wire was pressed down. The eds wire didn¿t protrude from the cannula opening. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. There is one additional complaint for the lot. The root cause is inconclusive - unable to verify as the eds trigger was operated and performed its functionality releasing the shunt (shunt was fixed to the eds handle, not loaded onto the eds wire tip). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).